Event description:
It was reported while using bd vacutainer® c&s preservative urine tube, an unspecified number of tubes exhibit stopper pull out when used with a urine straw exposing the needle from the straw. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary : bd had not received any samples or photos for investigation. A total of 100 retained samples were visually inspected, with no issues identified. Additionally, 10 retained samples underwent functional testing with no issues identified. There were no issues with the closure being loose or separating from the tube during or after the draw testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper pull out. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® c&s preservative urine tube, an unspecified number of tubes exhibit stopper pull out when used with a urine straw exposing the needle from the straw. There was no health impact or consequences reported.